Event description:
#Medwatcher #(B)(4). I started with bad pains on my left side had ovary and tube removed was told the coil was gone also. I still had pain on the left side and right side started. I have migraines, breast tenderness, night sweats, mood swings, weight gain, bloated, trouble losing weight, no sex drive, I know there is more just can't think right now.